Manufacturer narrative:
Fup received on 13-nov-2015, essure hcp pregnancy questionnaire received: new reporter added. This case is medically confirmed now. Ectopic pregnancy confirmed. Reporter stated that essure was inserted by another physician. Essure with lot number b30420 was inserted for tubal sterilization. Company causality comment: this medically confirmed report refers to a (B)(6) female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. According to her, she had a non-regular pregnancy; ectopic tissue was seen in tube at ultrasound. The reported event, later confirmed as ectopic pregnancy, is listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). When a pregnancy occurs with essure, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In this particular case, consumer had a hsg confirming tubal occlusion. Then, more than 1 year after device placement, she had a non-regular pregnancy diagnosed (ultrasound scan revealed ectopic tissue in the fallopian tube). She believed she miscarried and stated she received unspecified shots to make sure the tissue was terminated and she had to help termination to remove tissue from tube. Despite the lack of detail available, the reported event is regarded as a serious injury by the company, for which causality with essure cannot be excluded. Therefore, this case was considered an incident. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information with physician is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 14-dec-2015 it was reported that patient has not been seen in office since essure was inserted on (B)(6) 2014. Company causality comment: this medically confirmed report refers to a (B)(6) female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. According to her, she had a non-regular pregnancy; ectopic tissue was seen in tube at ultrasound. The reported event, later confirmed as ectopic pregnancy, is listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). When a pregnancy occurs with essure, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In this particular case, consumer had a hsg confirming tubal occlusion. Then, more than 1 year after device placement, she had a non-regular pregnancy diagnosed (ultrasound scan revealed ectopic tissue in the fallopian tube). She believed she miscarried and stated she received unspecified shots to make sure the tissue was terminated and she had to help termination to remove tissue from tube. Despite the lack of detail available, the reported event is regarded as a serious injury by the company, for which causality with essure cannot be excluded. Therefore, this case was considered an incident. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5042816) in united states on 29-jul-2015. It describes the occurrence of pregnancy in a consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. She reported she got the sterilization procedure and in 2015 found out she was pregnant. Ptc investigation result was received on 20-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 28-sep-2015 from consumer. Case upgraded to incident. The consumer's weight was (B)(6). Previous gynecological problems or procedures were denied. Her medical history included 2 pregnancies (2 parity). Essure was inserted in (B)(6) 2014 with lot number b30420 and 753646. Essure was inserted 6 weeks after her last delivery. She stated that she had no sex after procedure and before confirmation test. In (B)(6) of 2014, hsg (hysterosalpingogram) was done and procedure was confirmed. On an unspecified date, she experienced significantly heavier cycles and cramps that she never experienced before procedure. On (B)(6) 2015, pregnancy was confirmed by urine test. An ultrasound was done at the same day and showed a non-regular pregnancy; ectopic tissue in tube. She stated that she already started to miscarry at that point. She received shots to make sure that remaining tissue terminated (she reported that she had a miscarried but had to help termination to remove tissue from tube, so she would not hemorrhage). Essure was not removed. Updated product technical complaint (ptc) investigation and final assessment were received on 10-oct-2015 upon lot number receipt. The bayer reference number for the ptc report is: (B)(4). Final assessment lot# 753646: production date: jun-2010 and expiration date: jun-2013. Lot# b30420: production date: may-2013 and expiration date: may-2016. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch records and confirmed that final product testing for these lots was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No product quality defect was confirmed therefore a relationship to the reported medical events and lack of efficacy is excluded. A review of similar cases for this batch resulted in no unusual pattern identified. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events or lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed report refers to a (B)(6)female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. According to her, she had a non-regular pregnancy; ectopic tissue was seen in tube at ultrasound. The reported event is listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). When a pregnancy occurs with essure, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In this particular case, consumer had a hsg confirming tubal occlusion. Then, more than 1 year after device placement, she had a non-regular pregnancy diagnosed (ultrasound scan revealed ectopic tissue in the fallopian tube). She believed she miscarried and stated she received unspecified shots to make sure the tissue was terminated and she had to help termination to remove tissue from tube. Despite the lack of detail available, the report inconsistencies and the absence of medical confirmation to perform a comprehensive causality assessment; the reported event is regarded as a serious injury by the company, for which causality with essure cannot be excluded. Therefore, this case was considered an incident. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information with physician is being sought.